Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they feel the ins battery in their hip; it's round, now the device split, there's a big split though the device was not separated but they can feel there's a split, there's a huge indent in between. Pt added they had a surgery and 4 days ago they've been trying to charge their implant and the recharging paddle was not recognizing the implant. Pt mentioned the screen showed looking for device, but won't find the device. When asked if pt can still feel the stimulation patient stated "except it's not on, it's been off too long, I have to charge it every single day or it doesn't stay on, the stimulation will not stay on it goes off because it's dead". Pt was redirected to their hcp.